Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the insulin pump alarmed motor error during bolus delivery. The customer stated that the device was in their pocket. The customer's blood glucose was 231 mg/dl. The customer does use the sensor feature. They were able to rewind the device. The discontinuation of the device was advised. Nothing further was reported.